Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. Customer applied more force to the button and the wake button performed as intended. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer's blood glucose level was 120 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.